Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) was returned to the distributor for evaluation. The reported problem (adjust belt/check belt messages) has been confirmed. The cause of the messages was isolated to the trunk cable. Upon investigation, there were shorted wires in the trunk cable section. The root cause of the damaged and shorted wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt/check belt messages.